Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced discomfort and presented to the clinic for follow-up. CT scan revealed a pericardial effusion. All electrical values for the atrial lead. Fluoroscopy revealed no lead anomalies. The lead was explanted and replaced on (B)(6) 2015. The patient was stable after the procedure.